Manufacturer narrative:
(B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (8.3 mm for a 22 fr sheath), then vessel damage may result. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprosthesis using gore dryseal sheath with hydrophilic coating and tri-lobe balloon catheter. After the devices were implanted and the 22fr sheath dsl2228j/(B)(4) was removed from the patient, it was reported an angiography showed a dissection in the right iliac artery. A smart stent 8mm x 60mm was implanted from the right common iliac artery to the right external iliac artery to treat the dissection. An angiography showed good blood flow and the procedure was finished. The patient tolerated the procedure. The physician reported that the access vessel was narrow and he expected access vessel trauma. The fsa reported the patient had showed dissected blood vessel from the abdominal aorta to the external iliac artery before the procedure. It was unclear if the right iliac dissection was caused during the procedure.